Event description:
The event is reported as: when the biotech installed 2 "aa" batteries into the green spec handle the light came on immediately and would not turn off. At the same time, the battery screw-on retainer cap begin to get hot. No report of user injury.